Event description:
The customer received questionable results for multiple assays for one patient sample. The initial results were normal for all analytes and were reported to the ER. The results were questioned by the ER physician because the patient was a known renal failure patient. The patient was redrawn the results were consistent for a renal failure patient. The original sample was then repeated and the results matched the redraw sample. Of the data provided, only the following results were discrepant. Initial results: ion selective electrode (ise) potassium 3.9 mmol/l urea/bun 11.8 mg/dl creatinine jaffé gen.2 0.9 mg/dl glucose hk gen.3 255 mg/dl aspartate aminotransferase (ast) 18 u/l repeat results: potassium 6.7 mmol/l bun 68.7 mg/dl creatinine 6.2 mg/dl glucose 95.5 mg/dl ast 80.6 u/l the repeat results and the results from the redraw sample were believed to be correct. The patient was not adversely affected. The potassium electrode lot number was 21540847 with an expiration date of 11/28/2014. The bun reagent lot number was 60556701 with an expiration date of 07/31/2015. The creatinine reagent lot number was 69935001 with an expiration date of 02/29/2016. The glucose reagent lot number was 69470501 with an expiration date of 04/30/2015. The ast reagent lot number was 60229301 with an expiration date of 10/31/2015. The field service representative found a loose fitting on the probe. He was unable to reproduce the issue and replaced both probes. He ran precision using qc material. The customer ran qc with no errors. Operational and mechanical checks passed and the system operated within expectations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Most likely, the issue was due to the screw not being tightened enough during the last probe replacement. The issue appeared to have been resolved by replacement of the probes.